Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; damage was noted to the stent when it was withdrawn from the patient. The physician then attempted to advance another endeavor resolute rx drug eluting stent to the same severely calcified lesion. The stent dislodged after several attempts to deploy. The dislodged stent was deployed with a balloon. No clinical sequelae were reported. Reference MFR report numbers 9612164-2011-01486 and 9612164-2011-01487. Cine review: review of the procedural images confirmed that the target vessel was severely calcified. The images shows the presence of a dislodged stent in the mid portion of the severely calcified vessel. Attempted delivery of this device was not shown but the dislodgement can be confirmed. The dislodged stent was successfully deployed at the site of dislodgement by inserting a balloon into the stent and expanding the stent. This was followed by further stent post dilatations until a successful outcome was obtained. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent); patient's condition affected effectiveness of device (severe calcification); (no device received for evaluation). Evaluationodes, conclusions: device failure/lack of effectiveness related to patient condition (severe calcification)). (B)(4).